Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device during its planned maintenance was found with a function selection button malfunctioning. There was no reported patient involvement / adverse patient impact.

Event description:
The device during its planned maintenance was found with a function selection button malfunctioning. There was no patient involvement.